Event description:
Parent of patient contacted dexcom to report intermittent out of range.

Manufacturer narrative:
Evaluation of the returned device confirmed the reported intermittent out of range.

Manufacturer narrative:
(B)(4).